Event description:
A customer reported developing a severe reaction to the 1838r mask. She reported that she developed a reaction on her cheeks, across the bridge of her nose, on her temples, chin and bottom lip. Her dermatologist treated her with 12 steroid injections in the face and a topical 1% hydrocortisone and clindamycin cream.

Manufacturer narrative:
Customer indicated that she has experienced irritation in the past due to the 1818 mask and experienced some claustrophobic feelings. 3m is sending the customer other models, the duckbill and molded masks, to try. Based on the info reported, 3m was not provided enough info to draw a conclusion if other factors contributed to the events. 3m will provide an updated report when further info is available.